Event description:
1990 augmented with bilateral silicone gel implants. Developed bilateral capsular contractures - painful on right. Bilateral decrease in size. Apparent saline leak. Bilateral asymmetry. In 2000 pt underwent bilateral capsulectomy and implant removal. Both implants removed intact. Gel intact - no saline in implants apparent.